Event description:
The service technician reported that the device leaked during service testing at the user facility. There were no adverse consequences related to this event.

Event description:
The service technician reported that the device leaked during service testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Upon further review, the device catalog number was reported incorrectly in error. The catalog number has been correct, and this report is a duplicate of manufacturer report number 0001811755-2020-00382.